Event description:
Additional information : patient had increased powers and flows for a few months and lactate dehydrogenase (ldh) were within normal limits. In driveline x-ray showed an area of concern however decided to go ahead with pump exchange due to the high power and flow spikes being possibly related to both driveline and pump thrombosis. Patient is still hospitalized but is currently stable with plans for discharge soon. No further information was provided.

Event description:
Additional information: it was reported that patient presented with shortness of breath, lactate dehydrogenase was elevated to 1100 u/l , elevated t. Bili, d. Bili, bnp, plasma free and haptoglobin pending, positive ramp tte. Patient's original implant was exchanged for thrombosis and chronic infection on (B)(6) 2015.

Manufacturer narrative:
Section b5: additional information. Pump exchange on (B)(6) 2015 captured in manufacturer reference number: 2916596-2015-02210.

Manufacturer narrative:
Sections d4, d10, h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified an internal driveline issue that could have contributed to the reported pump stop, which was confirmed through the evaluation of the submitted system controller log file. Additionally, this evaluation confirmed the presence of a thrombus formation within the pump, which could have contributed to the power elevations observed in the submitted log file. The submitted log file captured elevations in pump power and estimated flow throughout the data, reaching values up to 9.5 w and 11.9 lpm, respectively. In addition, a low speed hazard and pump stop event was observed on (B)(6) 2019 at 12:09:52 pm while the system controller was connected to a power module with the white power cable and battery power with the black power cable. Of note, it was previously reported that the patient was to use an ungrounded patient cable. It was reported that the patient underwent a pump exchange on (B)(6) 2019 for a suspected driveline issue and pump thrombosis. (B)(6) was returned assembled with the driveline severed approximately 14¿ from the pump housing. The remainder of the driveline was returned measuring approximately 24¿. The sealed inflow conduit and the sealed outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. A ring-like thrombus formation was observed surrounding the inlet bearing ball. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Although a direct cause for the development of the thrombus and a duration for which it was present within the pump could not be determined, it could have potentially contributed to the elevations in power and flow observed in the submitted log file due to excess drag on the rotor. Inspection of the driveline revealed internal metal braided shield breakdown approximately 10.5¿ and 12¿ from the pump housing. Visual inspection of the underlying wires revealed breaches in the insulations of the orange wire approximately 8¿ from the pump housing, the brown wire approximately 10¿ from the pump housing, and the green wire approximately 11¿ from the pump housing, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of any two of these wires made simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the pump stop observed in the submitted log file. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
MFR # 2916596-2019-05563 was filed against the wrong product.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that device alarmed for pump stop for 3 seconds. The patient had driveline tear for 3 years. The torn silicone is considered cosmetic damage and was with self-fusion tape. A x-ray was performed which showed a possible area of concern at driveline. No significant weight fluctuations were observed and the patient was asymptomatic. The patient's driveline replacement that was scheduled for (B)(6) 2019 was cancelled and patient underwent a pump exchange on (B)(6) 2019 via thoractomy due to short to shield and suspected pump thrombosis. A visible clot was seen after inflow stator. The pump will be returned for investigation.